Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible and the minor access site bleeding issues has been completed since the original report was submitted. The device was not returned for investigation. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. The root cause of the access site bleeding issue was not determined since product was not returned and not much information is provided in the clinical description. D6a, d6b.

Event description:
The user facility reported a 80-year-old male noted as high risk percutaneous coronary intervention (pci) was implanted with an impella device for mechanical circulatory support. The limb's access site was noted to have hematoma and bleeding followed by loss of distal pulses. Angiogram showed some distal flow to impella device; however, the decision was made to insert fem-fem bypass to ensure perfusion at recommendation of vascular surgeon. Once this was completed and pulses obtained, site dressed again as was previously done. Due to oozing at site, the physician decided to place femstop without inflating which resulted in good hemostasis. The pump remained on despite event after the high-risk pci.

Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿